Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty accessing the targeted mid-lateral branch of the coronary sinus due to the presence of a valve and during the course of coronary sinus manipulation a dissection of the coronary since occurred. The dissection was deemed not to be hemodynamically significant. After the procedure was completed, a trivial to small pericardial effusion was noted post procedure. A repeat each later that day showed no effusion. The day after the procedure, inappropriate atrial pacing spikes were noted and the atrial lead was found to be dislodged via x-ray. The right atrial lead was repositioned. The patient was discharged the following day but called two days later with acute worsening of weakness and repeated vomiting. The patient went to the emergency department where a significant pericardial effusion with tamponade, volume overload, and acute kidney injury secondary to the effusion was noted. The patient underwent pericardiocentesis and was transferred to another hospital. The right ventricular lead threshold was noted to have increased. It was suspected via echocardiogram that the right ventricular lead had perforated. The right atrial lead was also suspected to have perforated, so both leads were repositioned. The echocardiogram six days later showed no pericardial effusion and the patient was discharged. All leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.